Event description:
Pt reported that the ss meter/lab comparison was 115 mg/dl (ss) versus 175 mg/dl (lab), respectively (34% difference). Pt stated that had blurry vision at the time the comparison was done. Tests were done 20 minutes apart. No other info was provided. Lfs rep reviewed qc procedures with pt. The meter was replaced. There was no allegaton of harm.